Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states an ae received for right lateral thigh soft tissue injury - tear of it band, mild herniation of the vastus lateralis or tear of vastus lateralis itself. Event does not meet the definition of serious and is considered moderate. Event is definitely not related to the device and has a remote possibility of being related to procedure. Awaiting resolution. Update oct.12, 2017 additional information received: clinical der states an ae received for right patellar tendon rupture - extensor mechanism insufficiency. Event does meet the definition of serious and is considered moderate. Event is definitely not related to the device possibility related to procedure. Treatment includes patellar tendon repair, considered resolved. This complaint was updated on oct.19, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.